Event description:
The customer reported that the battery "a" connection was found to be intermittent. There was no reported involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.